Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 350 mg/dl. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x1c pump expiration alarm after operating for 80 hours. The exposed portion of the soft cannula was found to be severed and the cannula length was measured to be out of specification. Fluid was observed leaking out of a tear in the soft cannula near the tip of the formed needle. It could not be determined when or how these damages occurred. Investigation of the needle mechanism found no issues that would prevent the cannula assembly from deploying properly. No other defects or manufacturing deficiencies were found during the investigation.